Manufacturer narrative:
The device was returned for evaluation with the locking mechanism blocked, the index knob being an old version and must be replaced. Some small parts were wasted and must be replaced. A device history record review could not be performed as the lot or serial number was not provided, nor was the device marked with a serial number or other traceable information. The complaint was confirmed. The root cause was wear and tear from extended use.

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
The distributor reported on behalf of the customer that the lock/unlock hinge part of the a1059 mayfield modified skull clamp could not be triggered. The joint was stuck and the customer could not lock or unlock it for use during the procedure on (B)(6) 2019. The device was not in contact with patient, hence there was no patient injury. The event did not lead to an increase in surgery time.